Event description:
It was reported that the programmer booted up to an error message. The programmer was cycle powered and the error cleared. The programmer was then used with a patient and had to be cycle powered 4 times in order to complete the interrogation; no other programmer was available to use. Technical support (ts) stated that it was most likely due to a failing link electronics module (lem) board that has not failed completely and the programmer should be returned for repair. The programmer has been returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, as a result the link electronic module (lem) circuit board was replaced and calibrated. It was also noted that the power cord bay was broken.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product: 2290 pacing system analyzer. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).